Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning sensation at the implantable pulse generator (ipg) site. It was also stated that the patient's ipg was not holding a charge. The patients ipg was replaced with an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.